Event description:
Customer reported a blood glucose reading over 600 mg/dl. At the time of the troubleshooting, the blood glucose had been brought back down to 93 mg/dl. Customer stated that she did not notice if the cannula was bent or kinked. Customer expressed symptoms of fatigue and excessive thirst. She stated that the drive support cap appeared to be normal and recessed. Customer found no air bubbles in the tubing, and no leaks. She was advised to run a manual prime and stated that insulin did exit from the tubing. She stated that the site was not sore or irritated. Customer also reported an issue with the reservoirs and stated that they did not hold in insulin and that the insulin was being sucked back up into the vial. She stated that she had also received a no delivery alarm. The insulin pump passed the high pressure test. Customer was advised to change the infusion set and reservoir. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.